Manufacturer narrative:
Product ID (B)(4) serial# (B)(4): product type lead. Product ID (B)(4) serial# (B)(4): product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on (B)(6) 2018. It was reported that it is unknown what the cause of the high impedance were. The cause of the lead being hard to place was possibly due to patient physiology due to anterior neck issues. The high impedance have not been resolved. Information has been confirmed by physician/ account. On (B)(6) 2018 additional information was received from manufacturing representative (rep).rep called back and stated that the patient has 2 programs, program 1 was 0-7 lead and program 2 contained electrode 10 which intermittently shows 40k. The other time it showed 780 ohms. The manufacturing representative (rep) repeated that electrode 9 was out as well. The rep stated that group adjust is active, but rep confirmed that the patient should still be able to adjust the programs individually. Rep stated that the patient tried to adjust program 1 by itself and encountered out of regulation (oor). Rep removed contact 10 from the programming today ((B)(6) 2018) . It had been programmed when the patient saw oor last night (B)(6) 2018). Patient is able to increase today ((B)(6) 2018) without seeing oor. No patient symptoms or complications were reported at this event.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that at the time of implant impedances were fine. The representative received a text from the patient saying that they were getting "out of regulation" messages on all the programs they had. The representative evaluated the system that day and found that all contacts associated with 9 were greater than 40,000 ohms when on monday those same contacts were between 700-800 ohms. The representative noted that at the time of implant the lead was hard to place. The programming needed to be at the top of the lead for coverage and that was why they were using/needing contact 9. The representative noted that they removed contact 9 from programming and were able to give the patient sufficient coverage. No further complications reported.